Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The physician suspected this was due to encapsulation of the rv lead and reprogrammed the upper limit for defibrillation impedance to resolve the event. The patient experienced no adverse consequences.